Event description:
Pt initially reported she had recurrence of hernia and general malaise. Letter from lawyer representing pt claims "damages. Resulting from an incident involving a defective product".

Manufacturer narrative:
No product is going to be returned for evaluation. Therefore, no conclusion can be drawn.